Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es experienced a malfunction where the cubie pocket c1 from main drawer 1.2 was failed during the medication retrieval. This hindered users from accessing the medication; however, the customer reported that managed to get the medication from the same station, so it didn't cause any delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the problem with the half height cubie pocket. A technical support specialist performed a storage space recovery to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.